Manufacturer narrative:
Due to character restrictions in block e1 site name : (B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while on patient, the cs300 intra-aortic balloon pump (iabp) unit is down. There was no patient harm reported.

Event description:
N/a

Manufacturer narrative:
Updated data: b4,d9, g3, g6, h1, h2.

Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. The parts were received to the fat department with a reported unit failure of unit is down, shut down while on patient. The fat department proceeded to install pcb, solenoid into the cs300 test fixture and tested the board to factory specifications per the cs300 service manual. When the solenoid control pcb was installed and the unit was turned on, the unit would not turn on. The fat department observed that pcb, solenoid control failed testing. The fat department tested power supply. The power supply passed testing. The cause of the failure was pcb, solenoid. Retaining the parts in the fat. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. Upon arrival, the unit would not power up. The fse replaced the power supply (0014-00-0033-05). The issue persisted. The fse then replaced the solenoid driver pcb (0670-00-0639e). The unit was left running at 80bpm overnight to confirm resolution. The unit was found to be running as expected on the following day. Calibrations, functional testing, and safety testing all passed per factory specifications. The iabp was returned to the customer.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.